Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient developed neurological dysfunction while in the hospital. The patient had an intracranial bleed in the left-brain hemisphere with aphasia which was diagnosed through a computed tomography (CT).

Event description:
The patient was not on anticoagulation therapy at the time of the event and was treated with a surgical procedure.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's death is reported under MFR # 2916596-2022-15287. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the clinical event was determined to be brain stroke (aphasia) and the patient was not on anticoagulant therapy at the time of the event. Surgical procedure was performed but the patient finally passed away. The relationship between the event and the device was reported to be unclear.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.